Event description:
It was reported the patient's stimulator was shocking her in her vaginal area and she wanted it removed. The patient device system was explanted. Troubleshooting was performed and it appeared the lead and implantable neurostimulator (ins) were working correctly. No patient injury was reported.

Manufacturer narrative:
Product ID 3889-28, lot # v323630, implanted: (B)(6) 2009, product type lead. Product ID 3037, serial # (B)(4), product type programmer. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device, model # 3058, serial # (B)(4), found the device to be functionally okay, no significant anomaly. Analysis of the lead, model # 3889-28, lot # v323630, found the lead body cut through, product segmented. No significant anomaly.